Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: fourteen sealed and one open 32g x 4 mm pen needles and three photos were returned from lot. No. 2172163, cat. No. 320559. Visual examination was carried out the open sample and a bent non patient end of cannula was observed, due to the condition the sample was returned no clog test could be carried out. A clog test and a functionality test was carried out on the fourteen sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to determine root cause. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out before use. The hub was loose and it made difficult to attach the needle to the pen. The smell of the tear drop label adhesive was bothering. Lot number is updated from unknown to 2172161. Bdj added row# 9 for "np broken".

Manufacturer narrative:
H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the drug solution did not come out before use. The hub was loose and it made difficult to attach the needle to the pen. The smell of the tear drop label adhesive was bothering. Lot number is updated from unknown to 2172161. Bdj added row# 9 for "np broken".